Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "look terrible" against left device. The device remains implanted.

Event description:
Patient reported "rupture" and "look terrible" against left device. The patient reported having breast cancer (not related to the device) and will have to have a mastectomy. The device remains implanted.

Event description:
The device has been explanted.